Event description:
The stryker service technician reported that during inspection, at the manufacturer facility, a piece of the attachment was found fractured off. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
The stryker service technician visually confirmed that a piece of the rear driveshaft has fractured off. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
The stryker service technician reported that during inspection, at the manufacturer facility, a piece of the attachment was found fractured off. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.